Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device having issue with alert message. A technical support specialist attempted to investigate and received that no issues from the customer end. The case was closed after the customer had resolved the issue. The system functioned as intended after the customer had resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation system is having issue with alert message for lorazepam 0.5mg table, on removal it resulted in a patient getting duplicate dose. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system is having issue with alert message for lorazepam 0.5mg table, on removal it resulted in a patient getting duplicate dose. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device having issue with alert message. The customer confirmed that the patient was able to receive the dose, no additional information available. Investigation still in progress. The system functioned as intended.